Event description:
It was reported that the cot is not locking into the power load system due to the foot end fastener. Furthermore, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the investigation it was found that the cot had damaged electrical contact pins that were not allowing the powerload system to read the engagement of the cot. This caused the visual indication light to not sense that the cot was secured to the system. It was confirmed that the cot would fasten to the system for transport even though the visual indication system was not functioning. The operations/maintenance manual also states to check that the cot is secured in the powerload system by firmly moving the cot foot end back and forth to ensure that the cot is secured in place.

Event description:
It was reported that the cot is not locking into the power load system due to the foot end fastener. Furthermore, no adverse consequence or clinically relevant delay in treatment was reported.